Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room (ER). The patient reported experiencing chest tightness. A boston scientific field representative contacted boston scientific technical services (ts) to review device data for this patient. Ts reviewed device data and noted a change in the pace beat morphology from this right ventricular (rv) lead three days previous and indicated there were numerous stored episodes with t-wave oversensing resulting in inappropriate anti-tachycardia pacing (atp) therapy. Ts also noted evidence of right atrial beats being oversensed simultaneously on the rv lead. Ts recommended performing a chest x-ray and indicated the concern is possible rv lead dislodgment. A chest x-ray was performed and confirmed rv lead dislodgement. The implantable cardioverter defibrillator (ICD) device was reprogrammed in the ER to an atrial-only pace and sense mode and tachy device therapy was programmed off until the patient could be transferred to their following hospital for a lead revision. The patient indicated they were feeling nervous about the lead dislodging. The rv lead was surgically repositioned two days later and remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room (ER). The patient reported experiencing chest tightness. A boston scientific field representative contacted boston scientific technical services (ts) to review device data for this patient. Ts reviewed device data and noted a change in the pace beat morphology from this right ventricular (rv) lead three days previous and indicated there were numerous stored episodes with t-wave oversensing resulting in inappropriate anti-tachycardia pacing (atp) therapy. Ts also noted evidence of right atrial beats being oversensed simultaneously on the rv lead. Ts recommended performing a chest x-ray and indicated the concern is possible rv lead dislodgment. A chest x-ray was performed and confirmed rv lead dislodgement. The implantable cardioverter defibrillator (ICD) device was reprogrammed in the ER to an atrial-only pace and sense mode and tachy device therapy was programmed off until the patient could be transferred to their following hospital for a lead revision. The patient indicated they were feeling nervous about the lead dislodging. The rv lead was surgically repositioned two days later and remains in-service. No additional adverse patient effects were reported. Additional information was received that this rv lead exhibited micro-dislodgement and the physician decided to explant the lead and replace it with a longer lead. No additional adverse patient effects were reported.